Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they were hospitalized and diagnosed with diabetic ketoacidosis for (3) three days and (3) three nights due to recalled pods. The patient reported wearing the device at the time of event. There was no information regarding the patient¿s blood glucose levels, duration of pod wear, symptoms or treatment reported. Further attempts have been made to obtain additional information. If further information is obtained, a supplemental report will be submitted.